Event description:
It was reported that after a tka surgery was performed on (B)(6) 2021, the patient experienced pain. To address this adverse event, the patient underwent revision surgery in (B)(6) 2023. Despite the revision, the patient is still experiencing pain and requires the use of a limp to walk. The patient mentioned that they were compliant with their physical therapist in an effort to return to their previous activities, including biking, cardio, pilates, and yoga; however, they are no longer able to perform these activities. The patient¿s current health status is unknown.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a right tka surgery was performed on (B)(6) 2021 due to osteoarthritis, the patient experienced pain and instability. To address this adverse event, the patient underwent revision surgery in (B)(6) 2023, during which a jrny ii bcs xlpe art isrt sz 1-2 rt 10mm was revised and replace with a jrny ii bcs cnstrd art isrt 1-2 rt 13m. The latest updated on the patient¿s current health status was ongoing but still with knee pain.